Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a mica surgery the device did not grip the 2.4 k wires properly. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device from stryker. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed the clamping system in the drive shaft is worn out and the bearing is leaking.